Event description:
During balloon angioplasty the sheath fractured at the hub resulting in excessive blood loss and a blood transfusion for the patient. Refer to 1820334-2006-00158. Additional info from the importer report: the balkan catheter fractured twice (a diff catheter) during procedure resulting in excessive blood loss and feed for blood transfusion - sheath hub disconnected.

Manufacturer narrative:
(B)(4). Evaluation: this event is still under investigation. Additional info from the importer report: (B)(6) 2006. Brand name: up and over balkin contralateral catheter, product name: balkin catheter/sheath, (B)(6), lot 1466712. (B)(4).